Manufacturer narrative:
Additional code (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Films review summary: review of a single pre-implant CT-3d reconstruction image and a planning drawing (unknown date) confirmed that the patient had a severely tortuous thoracic aorta. The 57 mm max diameter taa was located ~6 cm distal to the lsa. Two (2) acute angulations were observed along the descending thoracic aorta. A ~160° angulation to the right was seen near the distal end of the taa, and a ~140° acute leftward angulation was seen several cm¿s above the celiac artery. In addition, at the distal angulation site the thoracic diameter narrowed from 31 ¿ 20 ¿ 30 mm in diameter. The patient also had a 42 mm aaa with an infrarenal aortic neck angulated ~70° right-left. The cause of the ruptured thoracic and inaccurate delivery with coverage of the sma reported during implant could not be determined from the single pre-implant film and drawing provided. Films during implant were not provided. It appears likely that implanting within the severely tortuous thoracic anatomy likely contributed to these events. It is also possible that these events may have led to the patient death reported 3 days post-implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captiva stent graft system was implanted in a patient for the endovascular treatment of a 57.1 mm diameter thoracic aortic aneurysm with severe tortuosity. A (B)(4) was first implanted without any issues in the distal site and then it was intended to implant a (B)(4) at the proximal site. As the device was advanced across the first angulated section, the device tip reached the second curvature. The device could not advance smoothly, and some force was exerted. The aorta then ruptured. The physician elected to deploy the device at the site where the rupture seemed to have occurred, and angiography confirmed that there was no bleeding. However, it was reported that, at that time, the patient¿s blood pressure dropped and cardiac arrest occurred. Cardiac massage and dc (direct current) therapy were performed. In addition, adrenaline was administered by an anesthetist, and the blood pressure was finally stabilized after three repetitions. It was reported that, a 40mm non-medtronic thoracic endoprostheses was then implanted proximally, followed by a 45mm non-medtronic at the junction. As the sma (superior mesenteric artery) was occluded by the proximal valiant device debranching of the sma was performed, and the procedure was completed. It was reported that, the day after the procedure, as the patient¿s condition was unstable, the ruptured site was surgically repaired by laparotomy. After suturing, the patient¿s cardiopulmonary condition deteriorated. Percutaneous cardiopulmonary support was started, and the patient¿s condition continued to be monitored. However, it was reported that the patient died two days later. No other clinical sequelae were reported.